Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (50 mg/dl). The cause for low bg was unknown. Customer addressed low bg levels with gummies. Recommendation was made to discuss diabetes management with customer's health care professional.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user on (B)(6) 2019 and lowest bg recorded by continuous glucose monitor was 61 mg/dl. User made bolus requests by manually entering a greater number of units of insulin to be delivered than was recommended by the pump based on current bg level or carbohydrate gram value, and while still having insulin on board. Cartridge change sequence was completed at 1:18 am. Complaint could not be confirmed. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. If user did not disconnect during ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.